Event description:
Boston scientific received information that this pacemaker had declared end of life (eol). Last device check was three months ago which showed less than six months remaining of battery life. Field representative asked how much time left on the device. Boston scientific technical services (ts) could not indicate the amount of time left at eol and stated that it could be possible that elective replacement time (ert) was declared the last time it was checked. Additional information received from the field representative indicates that device was already changeout. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.